Event description:
Customer reported that a pt was on centrysystem machine, when it was discovered that the pt was not breathing. The staff performed cardio-pulmonary resuscitation and the pt was transferred to hosp, but expired shortly after arriving in the emergency dept. The dialyzer and blood tubing set, both gambro products were not retained for inspection. The cause of this pt's death is unk.